Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - aortic insufficiency; no known device problem. The results of the investigation concluded fibrous thickening of all cusps, limited cuspal mobility, fibrous pannus ingrowth on the inflow surface of cusps 1 and 2, and focal outflow thrombus on all cusps. There was no evidence of acute inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the thrombus and pannus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed due to aortic stenosis and this 21mm sjm epic valve was implanted. During a hospital visit in 2014, an echocardiogram revealed mild aortic stenosis (as). In (B)(6) 2015, the aortic stenosis was reported to have worsened and an echocardiogram revealed a 40mmhg mean gradient and a 71mmhg peak gradient. On (B)(6) 2015, this 21mm sjm epic valve was explanted and replaced with a 23mm sjm trifecta valve (model: tf-23a, serial: (B)(4)). Reportedly, a circular pannus had formed along the nadirs of all three cusps on the explanted valve. The patient is in stable condition postoperatively. Reportedly, at the time of explant, the pannus was detached from the valve and no pannus will remain on the returned valve.